Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection showed complete lead was returned and setscrew mark on terminal pin at correct location. Further, this right ventricular (rv) lead had passed the electrical testing. Hence, the rv lead met its specification.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. Additional information was received indicating that the field representative was not sure what was the cause of the high pacing thresholds. Further, this rv lead was explanted. No additional adverse patient effects were reported.